Event description:
Caller reports seeing smoke coming from the battery compartment of the aviva meter. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).